Event description:
The device MFR stated that a customer experienced a software problem which resulted in the pipeting of reagent from the same reagent compartment regardless of test requested. The device MFR confirmed the device malfunction. No reports of serious injury or death were received related to the malfunction,